Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead was explanted during a revision procedure for the associated right ventricular lead. The atrial lead had previously been surgically abandoned due to elevated threshold measurements, no capture and noise. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead exhibited elevated thresholds, no capture and noise. The lead was removed from service and replaced during an elective device change out procedure. No additional adverse patient effects were reported.